Event description:
It was reported that the surgeon used resorable allograft bone void filler during a foot surgery of undetermined type, and the graft allegedly "failed." No additional patient or device information was provided.

Manufacturer narrative:
(B)(4). This medwatch report was completed using the information provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the information not having been provided. Without additional device information, no review of the device history record was possible, and we are unable to determine a definitive cause of the reported event.